Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer 5 had failed and all pockets were off the bus. A field service engineer (fse) inspected the drawer, reseated all connections, and replaced the controller and module board; however, the issue persisted. The fse then fully disassembled the drawer, removed all row boards and cubies, and verified that no debris was present, but the drawer was still not detected in the hardware test application (hta). The fse replaced both boards again, yet the drawer remained undetected in hta. The fse subsequently replaced the entire drawer assembly, transferred the cubies to the new drawer, configured it, and confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was failed and required maintenance. Customer attempted reboot and recovery, reseated power cable, and inspected internally, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.